Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. One opened ophthalmic knife in a blister pak (bp) tray with no lot information was received for the report of dullness of the blade. The returned sample was visually inspected and was found nonconforming with bent tip, damaged cutting edge and broken off. Penetration testing could not be performed due to the damage of the sample. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The exact root cause could not be determined from the investigation performed. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument during surgery or set-up. The damage seen on the returned complaint sample could have contributed to the customers reported issue of dull blades. The exact root cause for the damaged knife samples is unknown, therefore specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged tip and damaged cutting edge exhibited on the returned opened sample is removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Event description:
The customer reported that, during the cataract surgery an ophthalmic knife was found to be dull. The surgery was completed on the same day with alternative product with no patient harm. This complaint is pertaining the eight of nine reports received from the initial reporter.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).